Manufacturer narrative:
(B)(4). Eval, results: (cva/stroke).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lad during the index procedure. It is reported that the pt suffered an ischemic stroke approximately 28.5 months post index procedure. The pt complained of sudden onset of poor memory and was brought to the ER. Cat scan showed low attenuation in right corona radiate and left deep frontal region. Stroke diagnosis was based on a radiological eval and was confirmed by a neurologist. Investigator indicated that the event was not related to the study device or procedure. Pt was taking aspirin and clopidogrel at the time of the event. Pt was asymptomatic/free of symptoms at 30 day, 6 month, 1 year, 1.5 year and 2 year follow up.